Event description:
It was reported that when the patient went to the bathroom, the implantable cardiac monitor fell out and landed on the floor. The patient brought the device to the physician's office. It was further reported that there was no visible sign of site erosion/infection or an open wound. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).